Event description:
Information received indicates the head end brake casters are not holding when in brake.

Manufacturer narrative:
The technician replaced the worn head end casters to repair the stretcher.